Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent a hysterectomy). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, bacterial vaginosis (approximate date of treatment nov-2005), dermoid cyst and anxiety. Concurrent conditions included ovarian cyst and leiomyoma nos. Concomitant products included ibuprofen for migraine and headache. In april 2007, the patient had essure (ess205) inserted. In april 2007, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"). In may 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (on (B)(6) 2014 hysterectomy with unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, headache and menorrhagia had resolved and the abdominal pain, dysmenorrhoea, dyspareunia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient sought treatment for her symptoms. Surgical pathology report uterus, cervix, right tube. The right fallopian tube, with attached fimbriated end, measures 4.9 cm x 1 cm in diameter concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events- dyspareunia (painful sexual intercourse), abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), dysmenorrhea (cramping) clubbed to previous events. Events onset date & events outcome were updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, bacterial vaginosis (approximate date of treatment (B)(6) 2005), dermoid cyst and anxiety. Concurrent conditions included ovarian cyst and leiomyoma. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("painful menstrual cycles"), headache ("headaches") and menorrhagia ("menorrhagia"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and migraine ("migraines"). The patient was treated with surgery (on (B)(6) 2014 hysterectomy with unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, allergy to metals, migraine, headache and menorrhagia outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient sought treatment for her symptoms. Surgical pathology report uterus, cervix, right tube. The right fallopian tube, with attached fimbriated end, measures 4.9 cm x 1 cm in diameter. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received: historical conditions, patient demographic and events migraines, headaches, menorrhagia, pelvic pain were added. On 4-apr-2018: medical records received. Concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.